Event description:
Oxygen saturation decreasing in patient with tracheostomy. Unable to advance suction tip beyond trach. Trach removed and hole noted in cuff. Patient went into asystole and was resuscitated however expired five days laterdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other. Conclusion: device discarded - unable to follow-up, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.